Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of an edge procedure to treat biliary stones. Imdrf impact code f14 captures the reportable event of prolonged procedure. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios electrocautery-enhanced delivery system was received for analysis without the stent. This axios stent remained implanted. Visual inspection found that the inner sheath was kinked. No other damages were noted. Product analysis could not confirm the reported events of stent first flange failure to expand, stent difficult or slow to expand and stent difficult to deploy. The investigation concluded that the reported events were most likely due to procedural factors such as physician manipulation or related to device malfunction. Additionally, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. On the other hand, for the events prolonged episode of care and additional device required could not be confirmed because happened during the procedure and there are not objective evidence or descriptive conditions to establish the cause of the reported event. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat biliary stones during an edge procedure. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric for treatment of biliary stones during an endoscopic ultrasound-directed trans gastric endoscopic retrograde cholangiopancreatography (edge) procedure performed on (B)(6) 2025. During the procedure, the physician punctured through the gastric wall into the remnant stomach and secured the catheter. Upon initiating the next phase of deployment, significant resistance was encountered while attempting to release the first flange of the stent. This raised concern about a potential breakage of the deployment handle. After extensive manipulation of the catheter, the stent began to deploy slowly and required considerable time to fully open. Despite completing the full deployment sequence, the distal flange appeared to remain partially expanded. The procedure is considered complete, as the device is currently reported to be implanted. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat biliary stones during an edge procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat biliary stones during an edge procedure.

Manufacturer narrative:
Block h11: an axios electrocautery-enhanced delivery system was received for analysis without the stent. This axios stent remained implanted. Visual inspection found that the inner sheath was kinked. No other damages were noted. Product analysis could not confirm the reported events of stent first flange failure to expand, stent difficult or slow to expand and stent difficult to deploy. The investigation concluded that the reported events were most likely due to procedural factors such as physician manipulation or related to device malfunction. Additionally, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. On the other hand, for the events prolonged episode of care and additional device required could not be confirmed because happened during the procedure and there are not objective evidence or descriptive conditions to establish the cause of the reported event. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat biliary stones during an edge procedure. Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of an edge procedure to treat biliary stones. Imdrf impact code f14 captures the reportable event of prolonged procedure. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric for treatment of biliary stones during an endoscopic ultrasound-directed trans gastric endoscopic retrograde cholangiopancreatography (edge) procedure performed on (B)(6) 2025. During the procedure, the physician punctured through the gastric wall into the remnant stomach and secured the catheter. Upon initiating the next phase of deployment, significant resistance was encountered while attempting to release the first flange of the stent. This raised concern about a potential breakage of the deployment handle. After extensive manipulation of the catheter, the stent began to deploy slowly and required considerable time to fully open. Despite completing the full deployment sequence, the distal flange appeared to remain partially expanded. The procedure is considered complete, as the device is currently reported to be implanted. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat biliary stones during an edge procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat biliary stones during an edge procedure.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of an edge procedure to treat biliary stones. Imdrf impact code f14 captures the reportable event of prolonged procedure. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric for treatment of a biliary stones during an endoscopic ultrasound directed trans gastric endoscopic retrograde cholangiopancreatography (edge) procedure performed on (B)(6) 2025. During the procedure, the physician punctured through the gastric wall into the remnant stomach and secured the catheter. Upon initiating the next phase of deployment, significant resistance was encountered while attempting to release the first flange of the stent. This raised concern about a potential breakage of the deployment handle. After extensive manipulation of the catheter, the stent began to deploy slowly and required considerable time to fully open. Despite completing the full deployment sequence, the distal flange appeared to remain partially expanded. The procedure is considered complete, as the device is currently reported to be implanted. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat biliary stones during an edge procedure. However, per the axios stent and electrocautery enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat biliary stones during an edge procedure.